Event description:
It was reported that a customer's pump was not charging, and the usb port was damaged, preventing connection to check for battery charging issues. There was no adverse impact to the customer's blood glucose level. The pump was to be returned for further examination, and a replacement pump with a new serial number was provided.